Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staple jamming". A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and w ithout magnification. The stapler was returned with the trigger engaged, and there were signs of biological material on the device. The stapler was received with 34 staples left in the cartridge, indicating that the customer fired at least 1 staple. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. The stapler was returned with the trigger engaged, and there were signs of biological material on the device. The stapler was received with 34 staples left in the cartridge, indicating that the customer fired at least 1 staple. A device history record review was performed, and no relevant findings were identified. The reported complaint of "misfire/jam - info not provided" was confirmed based upon the sample received. Upon functional testing, the first firing attempt in the air had one staple fully form and released properly. The stapler was then fired into a skin pad six times and each staple properly formed. The seventh staple that was fired, partially formed and did not pierce the skin pad. The stapler was then disassembled, and it was determined that the forming tool was defective. The tab on the forming tool was bent inwards; the tab holds the anvil in place when assembled in the cover block. Die casting anomalies were discovered on the forming tool. Non-conformance was initiated to further evaluate this complaint issue and was closed on 10-jan-2025. The sample was manufactured prior to these actions on 20-mar-2024. Per the non-conformance, for wide visistat staplers with a deformed forming tool tab, the probable root cause was linked to the supplier. The forming tool is a raw component that is outsourced and was observed to be out of specification. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staple jamming". A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".